Manufacturer narrative:
Qn#(B)(4). The reported complaint of "screen blacked out" is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "system error 7 alarm; screen blacked out and pump powered down". The report further states "[user] was able to immediately power the pump back on with the green power switch on the front panel and resume pumping she reports several system error 7 alarms that were issued at the beginning of her shift. I recommended pump exchange out of abundance of caution. [User] says that she and the primary rn are comfortable using the current pump since the iab would be removed in the next 4-6 hours". The catheter was removed at the end of therapy and the pump was sent for inspection. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "system error 7 alarm; screen blacked out and pump powered down". The report further states "[user] was able to immediately power the pump back on with the green power switch on the front panel and resume pumping she reports several system error 7 alarms that were issued at the beginning of her shift. I recommended pump exchange out of abundance of caution. [User] says that she and the primary rn are comfortable using the current pump since the iab would be removed in the next 4-6 hours". The catheter was removed at the end of therapy and the pump was sent for inspection. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4)